Manufacturer narrative:
H6. Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3241315. The customer did not return panels but provided phoenix generated lab reports, isolates and binary files for the investigation. The customer provided phoenix lab reports show a misidentifications of proteus mirabilis as providencia rettgeri and salmonella species as escherichia coli when using the complaint batch. To investigate, two retention panels each from the complaint batch were tested using customer returned isolates p. Mirabilis 1385, p. Mirabilis 1281 and s. Enterocolitica 1422 on a phoenix m50 machine and evaluated for identification results. In addition, one control panel each from the same material but different batch were tested using customer returned isolates p. Mirabilis 1385, p. Mirabilis 1281 and s. Enterocolitica 1422 on a phoenix m50 machine and evaluated for identification results. All eight panels tested identified their isolate correctly, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed six additional complaints on the complaint batch, four of which are related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
Report 2 of 3 it was reported that during use of the panel phoenix nmic/ID-307, there was a mis-ID. No patient impact was reported. Patient #2: 1st run was on 12/21, ID = providencia rettgeri repeat was on 12/22, ID = unidentified specimen was run on vitek on 12/22, ID = proteus mirabilis customer reports that the isolate was swarming on the plate p. Mirabilis was reported as final ID.

Event description:
Report 2 of 3 it was reported that during use of the panel phoenix nmic/ID-307, there was a mis-ID. No patient impact was reported. Patient #2: 1st run was on (B)(4)2021, ID = providencia rettgeri repeat was on(B)(4)2022, ID = unidentified specimen was run on vitek on (B)(4)2022, ID = proteus mirabilis customer reports that the isolate was swarming on the plate p. Mirabilis was reported as final ID

Manufacturer narrative:
Bd phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: g5. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.